Manufacturer narrative:
UDI = (B)(4). Investigation results an ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the shaft was kinked. During the product analysis, the shaft bowed during a failed deployment, however; the investigator was able to manually deploy the stent. No issues were noted with the profile of the stent. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was partially deployed.